Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod deactivated after running 61 pulses, deactivating at the end of the second prime. The pod data showed both timeouts that occurred in tandem with a failure to transition in the rotational sensor data, indicating a drive stall. The components within the drive mechanism assembly, as well as the needle mechanism assembly showed no damage or deficiencies that would prevent normal operation of the pod. The environmental seal showed no damage that would contribute to the cannula not deploying. A successful rerun of the pod did not replicate the drive stall observed in the original data. The exact cause of the observed drive stall could not be determined, and it could not be determined when the needle mechanism deployed. Additionally, the pod was received with the adhesive pad attached to the bottom housing of the pod and the adhesive welds were observed to be intact. The cause of the reported cannula did not deploy event could not be determined.

Event description:
The reporter stated the adhesive was not sticking well to their abdomen, and when activating the pod, the cannula did not deploy, indicating a needle mechanism failure.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of a needle mechanism failure. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.